Event description:
It was reported that the tubing separated from the adapter while using the bd smartsite¿ needle-free connector. The following information was provided by the initial reporter: the needle-free connector was broken during the tube sealing operation after the end of the infusion, and the needle-free connector was replaced immediately.

Manufacturer narrative:
A 2000e china product was not available for investigation. However; the customer indicated the complaint sample was from lot 21115854. The feedback provided by the customer indicates the smartsite component was broken at the end of infusion. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21115854 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.